Manufacturer narrative:
(B)(4). A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was fully retracted and the advancer tube was properly engaged distal tamp lock. The syringe was connected to the device as received. The sealant was not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device by using the returned syringe and no leak was found in the balloon. The balloon was fully inflated and pressure was held. A review of lot f1727801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure to achieve hemostasis was confirmed. It was reported that minor bleeding occurred after using the mynx device. However, the condition of the returned device indicates an incomplete removal of the device. Based on the information provided, the condition of the returned device and the investigation performed, the root cause of reported event may have been attributed to incorrectly following the instructions for use (IFU). Per the mynxgrip instructions for use (IFU), users are instructed under step 3 or device removal, to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen (figure 6). Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported event. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
It was reported that after using a mynxgrip vascular closure device (vcd) minor bleeding occured. Manual compression was applied for 10 minutes. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral closure following a pci (percutaneous coronary intervention) procedure. The patient's hospitalization was not extended as a result of the event. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that after using a mynxgrip vascular closure device (vcd) minor bleeding occurred. Manual compression was applied for 10 minutes. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral closure following a pci (percutaneous coronary intervention) procedure. The patient's hospitalization was not extended as a result of the event. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was fully retracted and the advancer tube was properly engaged distal tamp lock. The syringe was connected to the device as received. The sealant was not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device by using the returned syringe and found no leak in the balloon. The balloon was fully inflated and pressure was held. Review of lot f1727801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event as failure to achieve hemostasis was confirmed. It was reported that minor bleeding occurred after using the mynx device. However, the condition of the returned device indicates an incomplete removal of the device. Based on the information provided, the condition of the returned device and the investigation performed, the root cause of reported event may have been attributed to incorrectly following the instructions for use (IFU). Per the mynxgrip instructions for use, step 3: remove device, it instruct users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported event. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.